Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was seen in the emergency room (ER) due to chest pain and shortness of breath (sob). Ultrasound showed pericardial effusion with concern about tamponade physiology. Pericardiocentesis was done and patient was under observation for two days through transthoracic echocardiogram (tte). To this day, this device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This report is being filed to correct the h6: patient codes and impact codes.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was seen in the emergency room (ER) due to chest pain and shortness of breath (sob). Ultrasound showed pericardial effusion with concern about tamponade physiology. Pericardiocentesis was done and patient was under observation for two days through transthoracic echocardiogram (tte). To this day, this device remains in service. No additional adverse patient effects were reported.